Event description:
Revision surgery - pain, knee was opened and it was fine. However, a small amount of cement was left in notch area of knee and was rubbing on the poly insert. Insert showed some wear due to cement.